Event description:
It was reported that 100 syringe enteral 3ml bns experienced leakage. The following information was provided by the initial reporter: box of syringes received with defects, leak past the plunger.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2008403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of leakage were identified. It is possible that this incident resulted from damage to the plunger lip component. However, leakage testing is performed every shift of production, and no issues were detected with the production of lot number 2008403. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 2008403 was provided by the initial reporter device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 100 syringe enteral 3ml bns experienced leakage. The following information was provided by the initial reporter: box of syringes received with defects, leak past the plunger.